Event description:
It was reported that iodine leakage was observed around the caps after a tight connection to a peritoneal dialysis (pd) transfer set. This occurred during use of the devices for pd therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.